Manufacturer narrative:
Analysis and results: there are no previous complaints of any of the two possible code-batches. We manufactured and distributed in the market (B)(4) units of the code-batch c0068571-721045 and 11.556 units of the code-batch c0068047-121017. There are no units in stock of any of the two products. Analysis for c0068047-121017: 36 unopened pouches were received. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 4.23 kgf in average and 3.86 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength attachment results conducted on samples before releasing the product were 4.08 kgf in average and 3.91 kgf in minimum and fulfilled ep requirements: 2.73 kgf in average and 1.37 kgf in minimum. Analysis for c0068571-721045: 252 unopened pouches were received. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): (B)(4)). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Remarks: as indicated in the instructions for use of the product: "when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reports that the thread broke 3 times during 3 caesarean sections with different operators at the corner points of the hysterorrhaphy, causing bleeding from large vessels or varicose veins, resulting in haemorrhage in all 3 caesareans. (1200ml for the first, 700ml for the second, and 800ml for the third.) This case corresponds to the third. Related cases: 3003639970-2021-00214 and 3003639970-2021-00215. Additional information has been requested.